Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain was the lg-lens glue peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, the duodenovideoscope to the olympus service center for annual maintenance. Upon inspection and testing of the returned device, it was observed that there was stain inside the light guide lens. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The customer returned the subject device to olympus repair center for annual inspection. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the scratches were found on the grip, the switch box, the connecting tube and the universal cord; the air-water cylinder and suction cylinder had no color; due to a dent on pipe protecting forceps elevator wire, forceps lever was making noise when moved; due to fray of knob wire, forceps elevator did not move smoothly; the distal end was shaved and the adhesive around objective lens had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.